Event description:
The reporter indicated that on 11/18/97, the pacing rate increased from 50 ppm to 65 ppm. "Double counting of beats" were seen, but no reprogramming was done. On 11/19, the pt came to the hosp complaining of receiving a shock. Diagnostics showed several antitachycardia pacing episodes and the pt experienced "fluttering in chest." The iegm appears to demonstrate t-wave oversensing. The device was to be reprogrammed.